Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the tenaculum forceps instrument had a frayed cable. The procedure was completed with no report patient injury. No fragment fell inside the patient reported. The tenaculum forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) received user facility report 0501290000-2022-8009 stating: patient was taken to the operating room and given general anesthesia. She was placed in dorsal lithotomy position and prepped and draped in sterile fashion. When it was time to use the tenaculum, it was noted that the tenaculum was broken and frayed. It was never used but was replaced by another and the procedure continued without any further incident.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Fa found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in the customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of a broken pitch cable is attributed to a component failure and related to device design. Further investigation identified additional observation. The tenaculum forceps instrument main tube exhibited signs of scratch marks/abrasions on the distal end. The main tube scratch marks measured roughly 0.03" to 0.29" in length and were not aligned with the tube axis. The root cause is attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the additional failure of the scratch marks on the main tube to be unrelated to the customer reported complaint. No image or video was available for review. A review of the instrument logs for the tenaculum forceps (part number 470207-10/ lot number n10181219 0075) associated with this event has been performed. Per this review of the logs, the tenaculum forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 1 use remaining after the last procedural use. This complaint is being reported due to the following conclusion: the tenaculum forceps instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.